Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for an implant procedure on (B)(6) 2025. During the procedure, the right ventricular (rv) lead was noted to exhibit inconsistent capture, even at high output. Upon repositioning attempt, the rv lead helix failed to extend and retract and became stuck in the myocardium. The rv lead was capped and replaced. The patient was discharged following the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.